Manufacturer narrative:
Additional information: breakdown of 1 event is as follows: cosmetic issues 1. Serial number of the suspect product: (B)(4). 1 investigation was completed, and zero investigations are pending from this period. Breakdown of 1 completed investigations: (B)(4) lens cut. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.